Manufacturer narrative:
The customer¿s stated issue of ¿keypad - soft key number button malfunctioning¿ was confirmed through testing. The log review found the final date of use was on (B)(6) 2019. Functional testing consisting of asm keypad testing was performed on the source pcu found the device not operating as expected. Physical inspection confirmed an open trace on pin #3 of the keypad flex cable. Fluid ingress was observed in the area of the cracks. The customers front cover (pn: tc10012515, rev.01, lot#:064077, sn:(B)(4), date code: 18/09 (september (B)(6))) was replaced with a known good part and asm keypad test was run once again, the keypad was now functioning as expected. The pcu was attempted to be used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that there was a keypad issue. A nurse was attempting to enter an amount in the amount to be infused area of the pump and it would only accept 1 digit. They were attempting to enter "950" but it would only accept the "9" and not allow the "50" to be entered. It was being programmed for use with a patient. There was no patient harm.